Event description:
These filshie clips should not be used anymore. Other sterilization methods should be used. This has caused 2 months of awful chronic pain and affected my quality of life with work/family. Will be looking at another surgery to remove and further assess the problem. I've been in the ER twice and switching obgyns because the obgyns using these are likely outdated on surgical skills. They should not be used. Attached a radiograph of clip migration in right groin region that has causes this. 2 ers missed this and my original obgyn has been negligent on my care for past 2 months. These clips should never be used. Endometriosis (diagnosed when obgyn put clips in), obgyn added other diagnosis while in chronic pain in pelvis and switching obgyn due to poor medical care. After 2 months of pain I had the pelvic rads done. I had my general practitioner order an MRI which did not happen due to what I believe is a retained colon polyp clamp from colonoscopy 3 years ago. Now in physical therapy for pelvic pain issues. Prescribed many other pain meds but can't take those and work. FDA safety report ID #(B)(4).